Manufacturer narrative:
Product event summary: analysis was able to confirm the customer comment that the liquid crystal display (lcd) was not working, it was out of specification in an electrical manner. It was additionally noted that four case screws were contaminated, that both wires on the lcd were pinched but not compromised and that wires were routed incorrectly over the battery compartment. All found defective parts were replaced and all other identified issues were resolved. The electrical and mechanical parts were inspected, the device was re-calibrated and functionally tested and passed its final quality assurance tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's upper display was not working. The generator was returned for service. There was no patient involvement.